Manufacturer narrative:
Patient identification number is (B)(6). This report is for one unknown screw. Device was implanted on an unknown date, (B)(6) 2011 . Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis

Event description:
It was reported by the sales consultant that a retrograde femoral nail was removed from the patient on (B)(6) 2013. It was reported that the nail was removed because of hip and knee pain due to degenerative joint disease of the hip and knee. The original procedure was performed on an unknown date in (B)(6) 2011. The removal procedure was successfully completed with no patient injury reported. The patient will have to have a total hip replacement in the future. This is 2 of 2 devices for this event reported on complaint (B)(4). This report is for one unknown locking screw.